Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin would come out but the insulin pump would alarm no delivery alarm. The customer performed displacement test and the insulin pump passed. The customer stated that they already change the set but the insulin pump was still giving them no delivery alarms. The customer was unable to troubleshoot at the time of call. The insulin pump will be replaced and will not be returned for analysis.